Event description:
A medtronic rep reported the sites vertek arm will not lock at the joint, even after being tightened. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued eval of returned part finds the handle of the vertek arm has broken loose and spins freely. Replacement part ordered (B)(4) 2011.